Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the ins causing pain was because they changed the device programing due to soft stool. As for troubleshooting, patient stated that they called the mdt rep they walked her through the steps to lower the level and also that they have an appointment with their surgeon on (B)(6) 2018 and with the mdt rep to change the program. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins is causing a great deal of pain when they bends over, sits down and when they gets up in the area of the ins since 2018 and that it is getting worse with time. Patient also stated that the stimulation was turned down but the pain did not go away. Patient was redirected to consult with their health care professional refer to already reported (B)(4) for related event-(B)(4)-diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins is causing a great deal of pain when they bends over, sits down and when they gets up in the area of the ins since 2018 and that it is getting worse with time. Patient also stated that the stimulation was turned down but the pain did not go away. Patient was redirected to consult with their health care professional